Event description:
The device would not deploy in a right axillary pseudo-aneurysm site. The catheter separated from the tuohy-borst system. The doctor used hemostats to remove the partially deployed stent and system from the pt.